Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device revealed that the balloon had been subjected to positive pressure deflated. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was 32mm distal to the distal edge of the proximal markerband. A visual and microscopic examination found no issue with the profile of the markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified antebrachial vein. A 5.0 x 40, 75cm mustang balloon catheter was advanced to the lesion. The balloon was inflated at 24 atmospheres on the first and second inflation however the balloon ruptured at 24 atmospheres on the third inflation. There was no kink noted on the device prior to use. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified antebrachial vein. A 5.0 x 40, 75cm mustang¿ balloon catheter was advanced to the lesion. The balloon was inflated at 24 atmospheres on the first and second inflation however the balloon ruptured at 24 atmospheres on the third inflation. There was no kink noted on the device prior to use. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).